Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp but was unable to reproduce the reported issue. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Hospital called to report during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a suspected issue. Caller states that earlier, the pump was alarming "gas loss". This happened several times so they switched to a new pump. The pump has been tagged and reported to their biomed department for service. So far there have been no more alarms, but I did discuss the alarm at length, and suggested that it is likely related to the iab catheter and not the pump. There is no blood in the helium tubing, and no visible kinks. Caller was adamant that the pump will still need to be looked at and their biomed will handle the details. There was no adverse outcome or injury to the patient reported.